Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed failed battery and power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states it keeps giving her a failed battery test and the pump shuts off. The customer was assisted with troubleshooting for failed battery and power loss alarm and noticed customer did not receive a power loss alarm. Advised to monitor the pump. The insulin pump will be returned for analysis.